Event description:
Pt had a cystodynia while undergoing a cystoscopy procedure and then epirubicin hydrochloride infusion therapy with a scope that had been disinfected in disopa solution. The pt experienced loss of consciousness and hypotensive. It is reported the pt has recovered.